Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock. Troubleshooting was performed and noise could be reproduced in the primary and secondary sensing vectors. The alternate vector had low amplitudes but no noise. The device was reprogrammed to the alternate vector. Additional information received indicates that the noise that was previously reproduced was related to myopotential and not like the noise which resulted in the inappropriate shock. Boston scientific technical services (ts) was consulted and noted that the noise was suggestive of a sensing issue with the sense b node. The device was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.